Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was able to interrogate to get necessary information after the patient had an magnetic resonance imaging (MRI). When the session ended, the device was not able to re-interrogate to get necessary information to perform the software update. Patient will follow-up with the physician. The patient was stable before, during and after the event.